Event description:
It was reported that during a ptca/stenting procedure, wire difficulties were encountered. The lesion in the pda was described as sub-total, angulated and eccentric. The lesion was crossed with great difficulty and the guidewire was positioned in the more distal portion of the posterior descending artery. A stent was successfully deployed after two attempts to pre-dilate the vessel. The guidewire was manipulated into the most distal portion of the "pda" by prolapsing the wire and advancing the rounded end of the wire. Due to vessel tortuosity, the physician had no ability to steer the wire and found that following stent deployment, when he pulled back in the wire, the tip was entrapped and he was unable to remove it despite tugging on it. After several removal attempts were made using another wire and a balloon catheter, the wire fractured at the weld site leaving the soft tip in the "pda". Repeat angiography showed dye leakage possibly due to an a-v malformation. There was no evidence of pericardial effusion and the pt was pain-free and hemodynamically stable. The physician stated there was brisk flow in the artery. Due to the pt's "lv" function surgery was not an option. The physician was uncertain what caused the difficulty, but felt that the pt was asymptomtic and doing well. He subsequently had an aicd placed due to recurrent runs of ventricular tachycardia.